Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with 425cc smooth mentor memorygel breast implant has experienced postoperative right-sided grade IV capsular contracture. Patient experienced pain, and capsular contracture was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture and a local reaction. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture and local reaction complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the patient underwent bilateral explantation and replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505004bc, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jun-2020, mentor became aware that the patient also experienced capsular contracture on the left side, baker grade ii, and additional symptoms for the right side. Upon pre-op examination, the right side is firm, hard, higher than the left, and had pain that radiates to the arm. The patient also had swelling in the axillary area and fullness in the upper breast, and expressed a little bit of drainage from the areola on the right. The left is slightly high, and had a palpable mass. On 25-jun-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch report is for the right-sided implant. Manufacturer¿s reference number: (B)(4).